Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) /2014 and system diagnostic results revealed high impedance (dc dc ¿ 7). The patient was referred for surgery but no known interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.